Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, there was a flush port error (continuous error). The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, there was a flush port error (continuous error). The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. A guidewire was successfully advanced through the catheter and deployment of the array was tested and found to be without defect. Next, they tested the irrigation and found it was not possible in any deployment state. The reported allegation of irrigation failure was confirmed, and the most likely cause was a manufacturing deficiency. The kinking and stretching observed in the flush lumen were likely due to a mismanagement of the flush lumen during the manufacturing process. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, there was a flush port error (continuous error). The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. It was further reported that the catheter was functioning properly initially. However, after deploying the catheter into the flower shape for the function check, the flush port became occluded. No patient involved.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.